Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported leakage of diet through the cross connection.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. One (1) used sample was received for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of leaking between the cross spike and the tubing line. An investigation has been initiated for cross-spike leaks in order to determine the root cause of this device failure. This device failure will continue to be monitored and trended.